Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator was not working. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the internal leakage test failed with message: 'system volume too small' during pre-use check. The o2 gas module was checked and identified as faulty. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).